Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the fenestrated bipolar forceps was defective since it broke. There was less than 15 minutes of delay. The procedure was completed with no reported injury.